Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.